Event description:
Customer stated that she is hospitalized, unrelated to the insulin pump. The insulin pump has alarmed battery out limit. The blood glucose reading is 363 mg/dl. Customer has treated with manual injection. The numbers are ramping up on their own. Advised customer that the insulin pump will be replaced. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No scrolling numbers anomaly noted. Unable to verify battery out limit alarm due to unresponsive button.